Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Event description:
Following the information gathered the right head safety side panel detached from the mounting point. It was revealed that the screws holding the panel were completely ripped off. Additionally, the technician found that the left safety side plastic cover was damage - that safety side was still attached to the bed frame. There was no indication regarding the patient involvement. The malfunction was found in the arjo service center with no customer allegation regarding the safety side issue.

Manufacturer narrative:
The customer reported that the pump is not working properly and that the wires of the side rail are exposed, requesting a replacement. No injuries or patient involvement were reported. No issues with the pump were observed during the device evaluation. A quality check conducted at the arjo service center revealed that the right head-end side rail was completely torn off the mounting bracket, and another one was damaged, with split welding on the plastic side rail panel. The complaint was considered reportable due to the side rail detachment from the mounting point. Before rental, the bed was checked by an arjo technician. According to the service manual (830.284 rev. H), the technician has to ¿check operation of each of the four split side rail sections. Verify that the release and latching mechanisms are effective and that the sides are securely locked when raised.¿ the device passed inspection. Side rails operated correctly and side rail controls operated. The review of post-market surveillance data revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed condition (the right head-end side rail was completely torn off the mounting bracket, and another one was damaged, with split welding on the plastic side rail panel). To sum up, the arjo device was damaged therefore it failed to meet its specification. It remains unknown if the device was being used at the time of notifying the damage. This complaint is deemed reportable due to the side rail detachment.